Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing, throat irritation, fatigue, and sneezing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from internal and external inspection: the internal inspection was completed by manufacturer and found unknown white deposits in filter inlet,unknown debris consistent with animal hair found in inside of bottom of device,unknown white debris consistent with dust found on top of blower and inside blower box. The external inspection was completed by manufacturer and found there is no visible damage or functionality failures of the device, which still suggests that the source of contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer was not able to confirm the presence of degraded sound abatement foam. Corrected information was updated in section h6 (health effect). Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.